Manufacturer narrative:
(B)(4). Approximate age of device ¿ 33 days. The device remains in use. A correlation between the device and the reported event could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a prolonged admission post lvad implant due to acute kidney injury, congestive hepatopathy and anemia requiring transfusions. An enteroscopy performed on (B)(6) 2015 found mild gastritis and a single duodenal arteriovenous malformation cauterized with argon plasma coagulation. The patient was discharged home on coumadin on (B)(6) 2015. It was reported that the patient was re-admitted on (B)(6) 2015 for a week due to an elevated lactate dehydrogenase (ldh) level of 1500 u/l and inr of 1.7 (goal of 2-3) based on in-clinic labs. It was reported that there were no associated signs or symptoms. A ramp study was not suggestive of thrombus. The patient was treated with aspirin, low intensity heparin gtt, brilinta, milrinone gtt, cangrelor, and octreotide. The patient had worsening anemia and gi was consulted. An esophagogastroduodenoscopy (egd) on (B)(6) 2015 and (B)(6) 2015 showed retained food in the stomach, red blood in the distal and proximal duodenum, and diverticuli with attached clot in proximal jejunum which were subsequently hemoclipped. An egd and colonoscopy were repeated on (B)(6) 2015 with 2 clips placed in the jejunum. The patient's hemoglobin and hematocrit stabilized and the patient was transferred to the floor bridged by heparin, coumadin, aspirin, and dipyridamole. The patient's hemoglobin and hematocrit dropped again on (B)(6) 2015, after which heparin was held and the patient was transfused. A decision was made to hold dipyridamole and coumadin. The patient was discharged on lovenox and 81 mg of aspirin with stable hemoglobin and hematocrit. The patient's ldh continued to trend downwards and was 331 u/l upon discharge. The patient was subsequently readmitted for anemia and gi bleeding requiring transfusions on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. The patient is being followed by hematology for weekly complete blood counts and outpatient transfusions as needed. No further information was provided.